Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right hemicolectomy, when used on the small bowel, after loading the handle, the device could not be fired. The green button was not able to be pressed and could not be squeezed. The surgeon did a hand anastomosis to complete the case. There was no patient injury.